Event description:
A report was received that the patient had nausea. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient had nausea. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician also believed that nausea was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot: (B)(4)/ 441108 description: linear st lead, 70cm. Model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had nausea. The patient will undergo an explant procedure.